Event description:
It was reported that in 1995 the pt underwent surgery for an umbilicus hernia. From the time of surgery, the pt experienced leaking and chronic infection. The surgeon initially prescribed antibiotics but this did not clear it up. The infected area was cauterized with silver nitrate several times but the problem presisted. The pt was seen by a number of professionals, including a dermatologist and plastic surgeon. During exploratory surgery, a build up of granular material was found. Reportedly, after the second surgery the wound became extremely infected and required daily visits from "von". The wound leaks, and the pt experiences pain and detects an odor coming from the wound area.